Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Two short video clips were provided. The lens and cartridge preparation and initial advancement of the lens were not shown. The first video started with the cartridge tip already inserted into the incision. The lens was visible in the tip. The trailing haptic tip was bent backwards. It was not stretched in the part of the video provided. As the haptic unfolded a scratch was observed on the optic under the trailing haptic tip. The scratch appears to be on the anterior surface. The second video showed the implanted lens in the eye. Two narrow scratches were observed on the anterior surface. Damage of this type can be caused by an instrument used to grasp the lens. The anterior surface does not contact the cartridge lumen during advancement unless the lens is folded incorrectly. A determination for the cause of the scratches cannot be made from the video. It is unknown if there was a loading issue or an issue during the initial advancement of the lens. Information was provided that an unspecified company cartridge and unspecified company injector (handpiece) were used. A non-qualified viscoelastic was indicated. Based on our observation of the video clips, the trailing haptic did not appear stretched, however, the trailing haptic distal tip was bent which may have been interpreted as part of the reported complaint. The optic was scratched. The presence of clinical solution on the lens cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of intraocular lens, the trailing haptic stretched. A scratch on the optics were noted after implantation. The lens was retained in eye.